Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 20 minutes . The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-09687. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010060, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010060 was manufactured according to the work instruction (wi) version 118 and manufactured in the line 7, on 28/oct/2024, with a total of (B)(4) units. Review of the DHR showed that an extended for needle protective lifted during the outgoing test 4(b) was opened during the related process. The sub-assembly, gluing of tubing of the lot 4k05893 was manufactured according to the form version 2 and manufactured in the machine itl03, on 26/oct/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended for the test 4(b) was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.